Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in the intraoral region #12 it was verified its non osseointegration. 25 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type IV, deficient oral hygiene and have diabetes.